Event description:
It was reported that the patient had infection of the left side of the device pocket with symptoms of pain, redness and swelling. The implantable neurostimulator (ins) and lead were explanted. The patient required hospitalization and there were no injuries or adverse event.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger, product ID 37743, serial# (B)(4), product type programmer, (B)(4).